Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pvi package was already broken when the case was opened.

Event description:
It was reported that the pvi package was already broken when the case was opened.

Manufacturer narrative:
The reported event was confirmed as supplier related. Received sample in a full, opened, package. It was observed that the pvi package was not completely sealed which caused the leak. Based on the evaluation, it was concluded that the exact time of how and when the problem occurred could not be determined. The sample was sent to the supplier for further investigation. The defect could be generated at supplier site or during transit to bard. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex. (2)patients with known allergy to silver coated catheter."